Event description:
It was reported that during a lithopaxey procedure for bladder stone, after 10 minutes of lasing, the fiber tip burned back to the cladding. It was needed to use another fiber to complete the procedure. There were no patient complications.